Manufacturer narrative:
The device was received deployed with the exposed portion of the soft cannula stretched. Data obtained from the device generated an 0x18 alarm, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The fluid path was tested with green indicator fluid and fluid was able to flow through the fluid path as intended despite the soft cannula being stretched. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 560 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient did a manual injection and applied a new pod.